Event description:
During a coil embolization procedure, a balloon was placed in the internal carotid artery (ica) but not inflated. After the microcatheter was advanced, the subject device was placed as the first coil after being repositioned once. The balloon was then inflated in order to reportedly "check if the device protruded into the parent artery." Per the user facility, "the coil didn't protrude but almost protruded." The coil was not protruding, so the delivery wire was subsequently withdrawn for repositioning. However, it was noted at that time that the coil had already been detached. The coil was confirmed to be completely contained within the lesion. Six additional coils were placed and the procedure was completed. The patient is reportedly doing good.

Manufacturer narrative:
A review of the device history record (DHR) was performed and no issues or non-conformances found that are related to the these defects. The DHR review confirms that the device met all material, assembly and performance specifications upon its release. Additional information was requested from the user facility. From the responses received boston scientific was able to confirm the following: the coil was not inspected prior to procedure, the coil was advanced until the radiopaque proximal marker on the delivery wire was exactly distal to the proximal marker on the 2-tip infusion catheter, they used a boston scientific power supply and connecting cables according to their directions for use (dfu), the connecting cables had been re-sterilized, the patient had been grounded with a hypodermic needle, the patient's vessel was of average tortuosity, the physician did not have to do anything to push the coil into the aneurysm as it was already contained in ther lesion and continuous flush was maintained. The unit was returned with no introducer sheath or dispenser coil. The coil had not been returned, however, coil detachment was evident by inspection of the detachment zone. Based on the info provided and the investigation findings, a root cause of user error has been assigned. The complaint stated, "the coil didn't protrude but almost protruded" which suggests the improper coil size was selected. The direction for use (dfu) for these devices state in the warnings section "if undesirable movement of the gdc coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized gdc coil. Movement of the gdc coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel." In addition, boston scientific was able to confirm that the cables used in the procedure had been re-sterilized which is contrary to this device's dfu stating "connecting cables are intended for one use only. Do not re-sterilize and /or reuse. Re-sterilization could corrode the connecting cables resulting in increased detachment times." Finally, it is also possible that during manipulation of the delivery wire during repositioning the wire was accidentally rotated leading to premature detachment as stated in the warnings section of the dfu "rotating the gdc 360 coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire."